Manufacturer narrative:
Other, other text: evaluation results: the cadd administration set was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. The investigator did not observe any abnormalities regarding the housing and solvent bonds. The administration set was tested for accuracy on a cadd legacy pump. The administration set functioned as intended. No fault was found with the product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop under infused when during a bolus test, out of 10 ml programmed only 9 ml flowed and infused in tubing. No patient involvement, as occurred during test.